Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient experienced a left bundle branch block (lbbb). A temporary pacemaker was placed initially and the patient received a permanent pacemaker post tavr procedure. According to the case summary, a cutdown was performed on the left groin and a 24f rf3 sheath was inserted without issues. Bav was performed under rapid pacing without issues. A 26mm sapien valve was positioned and deployed with the final position at 60:40. Echo revealed a trace posterior paravalvular leak (pvl) and no central aortic insufficiency (ai). A new lbbb was noted with bradycardia of 35 bpm. A temporary pacemaker was placed at a rate of 80. The patient returned to a baseline rhythm and the temporary pacemaker was turned off; however, an irregular rhythm persisted. The patient received a ppm post procedure and was noted to be in a stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, heart blocks, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). Peri or post procedural arrhythmias (sinua brady in this case) are common in patients with underlying cardiovascular disease. They can be exacerbated with standard peri-or post-operative medications, anesthesia, or instrumentation of the heart. In this case, the exact cause for the reported event cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities such as pre-existing bradycardia, and sick sinus syndrome could have caused or contributed to the event. Furthermore there was no evidence of valve dysfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.